Event description:
A 5mm endoclip applier would not fire the clips correctly - the legs of the hemoclip would crisscross in error. The md requested a new device after two attempts. No harm to patient.